Event description:
Before the surgery, the surgeon brought up several issues with the new planning software on her laptop. She requested that a complaint be submitted to address these issues below: first issue: while attempting to switch one image on the software from 3d view to view along, two of the four boxes became populated by the 3d scan. No buttons would fix the issue, and the screen became frozen on this 3d screen. Once the surgeon went back into the exam manager, she was able to reset the four screens, and the issue did not arise again. Second issue: while planning on the planning laptop, the surgeon was using the cross-sectional view for confirmation of her trajectory creation. She said that numerous times the diameter of the trajectory would just disappear and all that was left was the crosshair in the middle, leading to not being able to see her trajectory. There was no resolution, and the only way to make the diameter visible was to go into the exam manager and exit back out. The issue arose several times and is still occurring.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the existing data did not permit to explain the display errors, and they could not be reproduced. Based on the investigation performed, the technical root cause of the events cannot be determined. D4 unique identifier (UDI) #: (B)(4). Corrected data: - b4 date of this report. - d4 serial number. - g4 date received by manufacturer . - h2 if follow-up, what type . - h3 device evaluated by manufacturer. - h4 device manufacturer date. - h6 event problem and evaluation codes .- h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Before the surgery, the surgeon brought up several issues with the new planning software on her laptop. She requested that a complaint be submitted to address these issues below: first issue: while attempting to switch one image on the software from 3d view to view along, two of the four boxes became populated by the 3d scan. No buttons would fix the issue, and the screen became frozen on this 3d screen. Once the surgeon went back into the exam manager, she was able to reset the four screens, and the issue did not arise again. Second issue: while planning on the planning laptop, the surgeon was using the cross-sectional view for confirmation of her trajectory creation. She said that numerous times the diameter of the trajectory would just disappear, and all that was left was the crosshair in the middle, leading to not being able to see her trajectory. There was no resolution, and the only way to make the diameter visible was to go into the exam manager and exit back out. The issue arose several times and is still occurring.